Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing shortness of breath, eye irritation, inflammatory response, headache, asthma traits and nausea. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient has alleged experiencing shortness of breath, eye irritation, inflammatory response, headache, asthma traits and nausea. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Device was powered up and confirmed airflow using a known good power supply and power cord. An unknown dust contaminant on the bottom enclosure of the device and on the blower box. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. The device's event logs were downloaded and reviewed. No error was logged. Investigator can confirm that there was no presence of degraded sound abatement foam using a fitt and the associated procedure but presence of dust contaminant was observed on the bottom enclosure of the device.